Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.